Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which suggest a product deficiency did not contribute to the reported difficulties. It is likely that the stent caught on the calcified lesion, further damaging the proximal struts, contributing to the difficulty removing the stent delivery system (sds). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficult to remove for this lot. The reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of a de novo lesion of the left anterior descending artery, a non-abbott 3.0 fr sheath was used and the guide wire was advanced to the lesion. Intravascular ultrasound (ivus) was performed followed by pre-dilatation with a non-abbott balloon. During advancing in the vessel with a rx promus, resistance was met and the device was removed from the anatomy without incident. Once outside the anatomy it was noted that the proximal part of the stent was flared [lifted]. There was no reported adverse patient effect. There was no additional information provided.